Event description:
Patient was scheduled for sacral colpopexy robotically assisted procedure. My involvement during the procedure is that I am the team leader for that service. I was scrubbed and utilized as a second scrub for approximately 45 minutes. My role during this period of time was to insert a vaginal manipulator (ethicon 29mm sizer cat# 100594) and manipulate the position of the vagina for exposure. I was asked to insert a rectal dilator (ethicon 25mm sizer - no immediate catalog number avail), and to hold these in place while surgeon was dissecting). I was relieved by a certified surgical technician. After that point until I punched out I was "in and out" of the room facilitating any equipment or items needed. I punched out about 3 hours later. At that point in time no issues were reported to me. It was reported to me the next morning that later in the surgery that the trans-vaginal mesh had been sewn to the large intestine. I then was informed that the general surgery trauma service surgeon was called to the room to further care for the patient due to the mesh being sewn to the bowel.